Event description:
Customer claims tube broke in hand while removing closure and cut index finger at second knuckle (length of cut approx. 1/2"). Mlt was removing closure to perform manual diff. After cbc had been run. 1/2 of tube remained in hand; 1/2 in closure.